Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of embolization (mitraclip component embolization) and worsening mr as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported complete clip detachment appears to be related to the patient morphology/pathology due to an enlarged left atrium and degenerated leaflets. The reported patient effects of mr and embolism are related to procedural circumstances as the clip fully detached from the leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the 30-day medical device report, the following information was provided: it was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat mixed mitral regurgitation (mr) with a grade of 3. After the clip was implanted, the mr was reduced to 1 and the procedure was complete. On (B)(6) 2016, during the one month follow up echocardiogram, it was found that the clip completely detached from the leaflets and was in the non-coronary cusp of the aortic valve, and the mr had increased to 4. On (B)(6) 2016, the patient was sent to mitral valve replacement surgery and the clip was removed with a good result. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that clip deployment, the clip completely detached from the leaflets, which required surgery to explant the clip. It was reported that a mitraclip procedure was performed on an unknown date to treat mitral regurgitation (mr). On an un-specified date, the clip completely detached from the leaflets. On (B)(6) 2016, the patient was sent to surgery and the clip was explanted. No additional information was provided.